Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. An evaluation is needed to determine how moisture was able to get into the display screen. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive. The patient reported that she is on vacation and went swimming with the pump in a pool yesterday, wore the pump in saltwater today, and now the keypad buttons are unresponsive. She noted that there is moisture under the display screen. The patient denied any physical damage to the pump or to the rubber keypad. She denied moisture in the battery compartment as well. This complaint is being reported because of the unresponsive keypad allegation.